Event description:
A distributor sent a monitor back without any notes.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitors response buttons had both of the centers of the covers torn out. The front response button would not actuate. The root cause of the damage is due to physical abuse by the patient forcibly removing the rubber cap center. The response button was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the response button problem. The patient received a replacement monitor.